Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, d1, g1(contact person), h6(clinical code).

Event description:
N/a.

Manufacturer narrative:
The customer has not requested (B)(4) to evaluate the iabp in connection with this event. A supplemental report will be submitted when additional information is provided to us. No service requested.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was having a no helium alarm even though the end user stated that she just changed the helium tank. The device was removed from patient and replaced with another iabp. The new pump was working well. It is unknown if there was any patient harm/injury; however there was no adverse event reported.